Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that the I-stat 1 analyzer provided a correct glucose result but when attached to the I-stat central data station the identification number changed from the original entered identification number, currently for unknown reasons. There was no report of any injury or impact to patient care associated with the event. Additional information is being requested from the customer.

Manufacturer narrative:
(B)(4).